Event description:
Customer alleged missing segments in the one's place of the result display on the compact system. Customer reported no actions or treatment based on results that led to an adverse event. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent.